Manufacturer narrative:
(B)(4). Batch # m55t97. Additional information was requested and the following was obtained: what are of the staple line were the staples malformed (one or both sides of the knife, proximal, distal. Etc.)? Was the staple line complete? How much blood loss was there (mls)? Was a transfusion required? How was the case completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? I do not have any additional information for this complaint the analysis results showed that (B)(4) vasecr35 cartridges reloads were received sterile. The reload was received in good visual conditions and fully loaded. One cartridge was opened and tested for functionality with a test device, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video-assisted thoracoscopic surgery / lobectomy procedure, the surgeon said some of the staples on the firing did not form properly and the result was a bleed on the pulmonary artery. Was subsequently told by the scrub tech that they used hemo-lock clips to stop the bleeding. It is unknown how the case was completed.